Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/27/2017 with the following findings: the display was found to be blank upon powering on. The display screen had been cracked. Replacement with a test display returned the display function of the pump to specification.